Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report that the injector left some marks on the haptics/optics of the iols (intraocular lens) implanted; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Five photos attached to the parent complaint were reviewed by the investigation site. The photos show a damaged lens (two images), company specific injector with the batch information illegible due to image lighting, and product package. The reported issue was not confirmed. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Potential contributing factors: while the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. The IFU states that the handpiece must be inspected prior to each use to confirm it is free of damage. It further emphasizes that if the handpiece¿particularly the plunger tip¿appears damaged, bent, or otherwise unfit for proper use, it must not be used. In such cases, users are instructed to contact alcon immediately. The IFU also provides a list of qualified cartridge combinations to use. The use of an unqualified combination may cause damage to the iol and potential complication during the implantation process. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All monarch handpiece injectors are 100% inspected at the end of the manufacturing process to ensure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10: reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed the injector left some marks on the haptics/optics of the iols implanted. The procedure was completed on same day. Additional information was requested but is not available at the time of this report.